Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal setup joint (dsuj) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, errors 23103 and 23105 were found indicating excessive primary and secondary encoder latency on suj distal wrist thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where error 23103 was triggered on startup with log errors 23103 and 23105 thus replicating the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed wrist encoder tests. Fa re-gapped the zettlex encoder and it passed all relevant tests with no log errors. Failure analysis was able to conclude that the wrist zettlex encoder is the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure that universal surgical manipulator (usm4) was not working and produced error 23103. The user disabled the usm and advised that they would not be able to use the system as is for the following case. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal setup joint (dsuj) due to error 23103. The system was tested and verified as ready for use. Isi has received the dsuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.